Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was dropped and as a result the ECG trunk cable connector had broken off inside the ECG port. There was no reported patient involvement/adverse patient impact.